Event description:
Customer called with high bgs. Spring clip and clamp were in place on the driver block however the driver block would not seat properly on the lead screw in the locked position. Customer had already taken manual injection to stabilize bgs.